Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. However, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. No evaluation could be performed as the implant has not been returned. The complaint describes the patient as having intermittent left arm pain. The surgeon reported there was no issue with the device. Radiography results revealed a mild osteophyte behind the c5 body. Based on the information provided, the cause of the removal was not related to implant function. If the implant is returned for evaluation, a supplemental report will be filed.

Event description:
It was reported on (B)(6) 2015, that a patient was to have had secure c revision surgery due to continued intermittent pain in the left arm. The original secure c device was implanted on (B)(6) 2015 ast c5-6. There was no issue with the device reported. The device was removed on (B)(6) 2015.